Manufacturer narrative:
Concomitant devices: tacticath ablation catheter, se, flexability ablation catheter, therapy¿ cool flex¿ ablation catheter. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing ref: 3005334138-2020-00178, 3005334138-2020-00179, 2030404-2020-00030. The following was published in the heart rhythm, vol 17, no 5pa, may 2020 in an article titled ¿arrhythmia recurrence is more common in females undergoing multiple catheter ablation procedures for persistent atrial fibrillation: time to close the gender gap". The purpose of this study was to determine whether multiple ablation procedures improves arrhythmia outcomes in females with psaf compared to men. A total of 281 patients underwent ablation procedures for psaf. Complications included 1 stroke and 1 phrenic nerve injury. The middle cerebral artery embolic stroke occurred at day 8 after the second procedure. The phrenic nerve injury occurred after the second procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident remains unknown.